Event description:
Approximately three hours into treatment, a leak was seen at the top of venous chamber/top cap joint. Venous line was changed and treatment resumed with no further problems. No intervention was required. MDR is filed for estimated blood loss of 50cc.